Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphic user interface (gui) central processing unit (cpu), and downloaded the latest software revision to resolve the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator graphic user interface (gui) display became inoperable. There was no patient involvement.